Event description:
As reported, during the withdrawal process, the indicator window of a 5f exoseal vascular closure device (vcd) did not change color, the deployment button could not be pressed, and the plug could not be released. A 5f non-cordis sheath was used. The exoseal vcd and non-cordis sheath were forcibly separated from each other and the sheath was re-twisted into the body along the delivery rod of the exoseal vcd. A new 5f exoseal vcd was then used, and the same issue occurred. The exoseal vcd and non-cordis sheath were withdrawn, and a compressor was used to stop the bleeding. There were no reported injuries to the patient. A 5f 100cm vertebral tempo diagnostic catheter was reportedly used in the subclavian and common carotid arteries during this procedure. The 5f 100cm vertebral tempo diagnostic catheter did not separate and there were no issues with this device. There were no damages to the 5f non-cordis sheath. The devices will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, during the withdrawal process, the indicator window of a 5f exoseal vascular closure device (vcd) did not change color, the deployment button could not be pressed, and the plug could not be released. A 5f non-cordis sheath was used. The exoseal vcd and non-cordis sheath were forcibly separated from each other and the sheath was re-twisted into the body along the delivery rod of the exoseal vcd. A new 5f exoseal vcd was then used, and the same issue occurred. The exoseal vcd and non-cordis sheath were withdrawn, and a compressor was used to stop the bleeding. There were no reported injuries to the patient. A 5f 100cm vertebral tempo diagnostic catheter was reportedly used in the subclavian and common carotid arteries during this procedure. The 5f 100cm vertebral tempo diagnostic catheter did not separate and there were no issues with this device. There were no damages to the 5f non-cordis sheath. 2 non-sterile 5f exoseal vascular closure devices (vcd) involved in the reported complaints (B)(4) were returned for investigation. Visual inspection of the received device related to this complaint showed that deployment lever was fully depressed, and the indicator window was found in the black/ red & white position. The csi used with the device was not returned, and the device showed exposure to blood. Additionally, a kink was observed 6 cm apart from the distal end of the delivery shaft. The outer diameter (od) of the delivery shaft was measured due to the kink observed. During this analysis it was observed that the od measured near to the kink observed was within the specified parameters. During this dimensional analysis, no out of shape conditions were observed to be reported. A functional evaluation could not be performed due to the already deployed conditions of the received device. A high magnification evaluation was conducted to evaluate the conditions of the assembly configuration, during this evaluation no signs for obstruction or any impediments were observed, that could be related to the reported event. The reported events by the customer as ¿indicator window ¿ no change to indicator¿ was not confirmed due to the fact that the indicator window received position and the full depression of the deployment lever present on both devices indicates that no malfunction was present during the deployment of the devices, and the expected position change in the indicator windows was achieved. Procedural and/or handling factors might have contributed to the reported condition on the units since the devices did not present any obvious indication of manufacturing defect or anomaly that could contribute to the event as reported. Additionally, no relation to a manufacturing issue could be determined for the kinks present on the delivery shaft of each device as no dimensional issue were observed. As cautioned in the instructions for use (IFU), which is not intended as a mitigation, ¿the exoseal¿ vascular closure device procedure should be performed by physicians who have expertise in the techniques of vascular catheterization (or other healthcare professionals authorized by, or under the direction of, such physicians) and possess adequate training in the use of the device, e.g. Participation in an exoseal¿ closure device training program.¿ additionally, the IFU instructs, ¿while holding the exoseal¿ vcd in the right hand, making sure the thumb is not placed on the plug deployment button, continue retracting the exoseal¿ vcd and vascular sheath introducer very slowly (controlling retraction with the left hand) until the graphic pattern in the indicator window changes to a solid black color, at which point the plug is correctly positioned for deployment. Caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1 cm of retraction from the point pulsatile flow significantly slowed or stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggest that the reported event/received condition could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, during the withdrawal process, the indicator window of a 5f exoseal vascular closure device (vcd) did not change color, the deployment button could not be pressed, and the plug could not be released. A 5f non-cordis sheath was used. The exoseal vcd and non-cordis sheath were forcibly separated from each other and the sheath was re-twisted into the body along the delivery rod of the exoseal vcd. A new 5f exoseal vcd was then used; however, the deployment button could not be depressed. The exoseal vcd and non-cordis sheath were withdrawn, and a compressor was used to stop the bleeding. There were no reported injuries to the patient. There were attempts to deploy both exoseal vcd's made after the devices were removed from the patient. A 5f 100cm vertebral tempo diagnostic catheter was reportedly used in the subclavian and common carotid arteries during this procedure. The 5f 100cm vertebral tempo diagnostic catheter did not separate and there were no issues with this device. There were no damages to the 5f non-cordis sheath. The devices will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, b5, g3, g6, h1, h2, h3, h6, and h11. Updated complaint conclusion due to additional information: as reported, during the withdrawal process, the indicator window of a 5f exoseal vascular closure device (vcd) did not change color, the deployment button could not be pressed, and the plug could not be released. A 5f non-cordis sheath was used. The exoseal vcd and non-cordis sheath were forcibly separated from each other and the sheath was re-twisted into the body along the delivery rod of the exoseal vcd. A new 5f exoseal vcd was then used; however, the deployment button could not be depressed. The exoseal vcd and non-cordis sheath were withdrawn, and a compressor was used to stop the bleeding. There were no reported injuries to the patient. There were attempts to deploy both exoseal vcd's made after the devices were removed from the patient. A 5f 100cm vertebral tempo diagnostic catheter was reportedly used in the subclavian and common carotid arteries during this procedure. The 5f 100cm vertebral tempo diagnostic catheter did not separate and there were no issues with this device. There were no damages to the 5f non-cordis sheath. 2 non-sterile 5f exoseal vascular closure devices (vcd) involved in the reported complaints comp-2024-11144-1 & comp-2024-11144-3 were returned for investigation. Visual inspection of the received device related to this complaint showed that deployment lever was fully depressed, and the indicator window was found in the black/ red & white position. The csi used with the device was not returned, and the device showed exposure to blood. Additionally, a kink was observed 6 cm apart from the distal end of the delivery shaft. The outer diameter (od) of the delivery shaft was measured due to the kink observed. During this analysis it was observed that the od measured near to the kink observed was within the specified parameters. During this dimensional analysis, no out of shape conditions were observed to be reported. A functional evaluation could not be performed due to the already deployed conditions of the received device. A high magnification evaluation was conducted to evaluate the conditions of the assembly configuration, during this evaluation no signs for obstruction or any impediments were observed, that could be related to the reported event. The reported events by the customer as ¿indicator window ¿ no change to indicator¿ and ¿deployment lever (button) ¿ frozen/locked¿ were not confirmed due to the fact that the indicator window received position and the full depression of the deployment lever present on both devices indicates that no malfunction was present during the deployment of the devices, and the expected position change in the indicator windows was achieved. Procedural and/or handling factors might have contributed to the reported condition on the units since the devices did not present any obvious indication of manufacturing defect or anomaly that could contribute to the event as reported. Additionally, no relation to a manufacturing issue could be determined for the kinks present on the delivery shaft of each device as no dimensional issue were observed. As cautioned in the instructions for use (IFU), which is not intended as a mitigation, ¿the exoseal¿ vascular closure device procedure should be performed by physicians who have expertise in the techniques of vascular catheterization (or other healthcare professionals authorized by, or under the direction of, such physicians) and possess adequate training in the use of the device, e.g. Participation in an exoseal¿ closure device training program.¿ additionally, the IFU instructs, ¿while holding the exoseal¿ vcd in the right hand, making sure the thumb is not placed on the plug deployment button, continue retracting the exoseal¿ vcd and vascular sheath introducer very slowly (controlling retraction with the left hand) until the graphic pattern in the indicator window changes to a solid black color, at which point the plug is correctly positioned for deployment. Caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1 cm of retraction from the point pulsatile flow significantly slowed or stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggest that the reported event/received condition could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.